Manufacturer narrative:
The probable root cause of the reported incident has been determined to be low bone density combined with a traumatic fall.

Event description:
An onkos sales representative reported that a 63-year-old female patient with an eleos proximal femur replacement underwent revision surgery due to a peri-prosthetic fracture of the distal femur. The bone fracture reportedly occurred after the patient fell.